Event description:
The customer reported that the multi-function foot switch pedal was stuck. The field service engineer (fse) confirmed that the multi-function foot switch unload pedal was stuck engaged, resulting in the patient support moving out and down to the lowermost position. There was no report of harm associated with the event.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).